Event description:
It was reported that a patient had a pectoral intervention which electrocautery was used without turning hv therapies off. Three inappropriate shocks were delivered due to noise. At interrogation an alert about a possible output circuit damage was observed. During a routine follow up, all lead measurements were in range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.